Manufacturer narrative:
The customer was contacted for the return of the device. The customer has responded and indicated the device was sent in to a third party repair group. There were no other responses from the customer. The current status of the device is unknown.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert an adult patient (age & gender unknown), the device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.